Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2026, during a tubing replacement procedure, reddened peristomal gastric mucosa and stoma dilation were observed and the patient was prescribed amoxicillin 500mg and omeprazole every 12hours and zinc oxide cream. On (B)(6) 2026, the patient had clear improvement of the stoma. Device was not returned.